Manufacturer narrative:
A hardware analysis was initiated to determine the probable cause of the issue. Analysis found that the tip of the returned awl was slightly bent and there were impact marks at the back end causing fit issues with the mating tracker. The anomaly is being tracked in the navigation tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the awl tip was bent. There was no patient present when this issue was identified.